Manufacturer narrative:
The reported events of noise and insulation abrasion were not confirmed. Final analysis found a partial lead, only distal portion, was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. It was also noted that the patient was pacemaker dependent. An insulation abrasion was noted during the procedure. The rv lead was explanted and replaced. Patient was in stable condition.